Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 29mm 11400m valve, implanted in mitral position, was explanted after an implant duration of 1 year and 6 months due to endocarditis. The valve was replaced with a 31mm 11400m valve. Per medical records, patient presented with leg ischemia in the setting of septic emboli s/p thrombectomy. Blood cultures were positive and was treated with IV antibiotics. Echo showed small mobile echodensity on the posterior mv prosthesis. The patient underwent redo-mvr and tv re-repair (septal posterior + anterior-posterior commisuroplasty). The patient was discharged on pod#6.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 29mm 11400m valve, implanted in mitral position, was explanted after an implant duration of 1 year and 6 months due to unknown reason. The valve was replaced with a 31mm 11400m valve.